Event description:
It was reported that an error message displayed during aspiration. An angiojet spiroflex catheter was selected for a st-elevation myocardial infarction (stemi) thrombectomy procedure in the occluded right coronary artery (rca). The device was primed properly without any errors. During the procedure inside the patient, a check saline supply error message kept displaying. Trouble shooting was performed on the console and the console was fine. The procedure was completed with an export and stent. No patient complications were reported and the patient's status is stable.